Event description:
A caller reported a malfunction on their pump. There was no reported adverse impact to the customer's blood glucose level. Technical support advised the customer on how to reset the pump, as the customer did not have access to the pump at the time of the call. The customer was instructed to perform the reset independently and to contact support again if any further issues arise.